Manufacturer narrative:
(B)(4). The exact date of the event is not known, however it was reported that it occurred sometime since (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link needle free IV catheter set was involved in an underinfusion. The reporter stated that gravity infusion of a 1l IV bolus took over an hour. The exact infusion rate was not specified, however it was stated that it should not have taken over an hour. The device was connected to a one link connector and clearlink system solution set (baxter product). The reporter stated that this issue was not encountered when an interlink (baxter product) valve was used instead of one-link or when using an IV pump instead of gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.